Event description:
Triple lumen catheter was inserted on 3/23/92. On 3/26/92 catheter was leaking beneath the skin. Catheter was removed on 3/26/92 and on visual exam was found to have a crack at the 12-13 cm markdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, invalid data. Results of evaluation: inadequate quality assurance, port. Conclusion: device failure directly caused event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.